Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the watchdog time out alarm, flashed backlight display anomaly, audio beep anomaly and perform functional testing due to blank display. The pump had deep scratched display window and no cracks on the display window.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the pump stopped working and alarmed watchdog time out. The customer stated that the display did not return and there was a crack on the screen. He stated that the pump was dropped in the pool. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.